Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device's pacer output was found to be lower than allowed specifications. The complainant indicated that there was no pt involvement in the reported failure.